Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had a couple of accidents and wondered if they should increase the setting. The patient said they drank a lot of water, they always drank a lot of water, and sometimes they would not make it to the bathroom in time and they would get wet. Programming direction was reviewed, the patient said they would make an adjustment themselves and monitor their symptoms. They reported this was a sudden change in therapy. It was noted the patient did not intend to follow-up with a healthcare provider. Additional information was received from a consumer on (B)(6) 2019 indicating that the issue had not been resolved and the healthcare provider stated to change programs and to call in for help doing so. The patient noted they hadn¿t kept the controllers charged since the last time they called, and the patient would be calling back later to be walked through changing programs. On (B)(6) 2019 the patient called back and wanted help changing to another program. The patient checked their settings and were on program 3 at 1.5v, they switched to program 4 at 1.7v where they felt stimulation in the butt cheek. The patient stated they made it to bathroom for the urine but barely. They used to wake up and have to go and if they stood up it was too late, and it was better now. The patient stated with the bowel they didn¿t even know when they had to go, they would get out of their chair and the pressure was put down there. If they walked really fast they would have an issue with the bowel. The patient stated before they got the implant the healthcare provider told them they had a prolapsed bowel, so they were wondering if that was still part of their issue. The patient was told that it took the body a couple of days to adjust and to monitor their symptoms in a diary to see if the symptoms improved. Additional information received from the patient on (B)(6) 2019 reported that had surgery in november for a prolapsed rectum and wasn¿t aware that apparently the "device had shut way down" because they started urinating again when they got up to use the bathroom. When asked what this meant, the patient stated that they did not know if ¿it was shut off¿ but all of a sudden they had no control and would pee all the way to the bathroom. This was confirmed to be a continuation of the sudden loss of therapy they previously reported. The patient indicated that they tried to ¿set a program¿ but did not know if it was the correct one. They did not have follow up with their managing healthcare professional (hcp) until next month. The patient requested adjustment and it was confirmed they were able to increase the amplitude until they felt the stimulation sensation. It was recommended they monitor their symptoms and follow up with their hcp. There were no further complications reported or anticipated.